Manufacturer narrative:
This investigation is completed, this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted due to a lead dislodgement and will not be returned. No additional adverse patient effects were reported.

Event description:
Additional information noted this lead was having issue with the helix as well.